Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) contamination was found on eleven (11) exactamix syringe inlets. The pm was described as ¿black spots/fiber¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: eleven devices and three photographs of the sample were received for evaluation. During visual inspection foreign matter was observed either embedded in the blue female connector end of inlets or in the tubing, or dark speck contaminates observed in the sealed packaging on the white downstream connectors. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is due to variations in the manufacturing packaging process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.